Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the issue was not resolved, cause w as not determined. A suggestion was made for a pocket revision however, no confirmed plans.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that, beginning in (B)(6), the patient started feeling a hot burning sensation in the pocket where the stimulator was located. The rep said that it had been 2-3 weeks since the patient has charged the ins, so the ins was currently in overdischarge. The patient stated that there was a constant feeling of discomfort and they have experienced an intense burning approximately 4 times while the ins was on; the burning only occurred when the ins was on. The patient declined any issues/factors that could have led to the issue. The rep said that there was an x-ray of the pocket performed on (B)(6) 2018 and that no interventions were taken at that time as the patient had an appointment with the healthcare professional on (B)(6) 2018. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.